Manufacturer narrative:
(B)(4). Igtcfs-65-1-uni-celect-pt. (B)(4). Summary of investigational findings: the investigation is based on event description and the returned product. Introducer and blue sheath returned, but the introducer could not be advanced through the sheath tip. Consequently, the interface between the sheath and the cup caused the difficulties encountered when attempting to pull the sheath past the tactile bump. Internal action is taken. There is found no evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: filter was being placed via the femoral artery. When the physician was attempting to pull the sheath back to click into the handle (hub) the sheath would not advance past the tactile bump. Physician described the sheath as being stuck and was not able to pull the sheath past this bump. The physician was still able to deploy the filter as he was able to push the handle forward enough to expose the stent out the sheath. The ivc filter was placed accurately. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.